Event description:
Rptr noted vacuum lost when lower stinger tubing came off during priming. Delayed surgery two hours while they moved unit to bio-med to repair, then returned unit to complete case as planned. No pt injury reported. Used system in following cases without problem.